Manufacturer narrative:
The insulin pump prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with loud motor noise during rewind due to faulty motor. The insulin pump was received with cracked reservoir tube lip, scratched reservoir tube window, scratched case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was 73 mg/dl. The insulin pump made a funny noise when it tried to prime. The drive support cap was sticking out. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.